Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for what appeared to be atrial tachycardia. Device was reprogrammed and remains in service. No additional adverse patient effects were reported.